Event description:
It was reported that during central processing, a force bipolar instrument was over-extending and there is a sharp point exposed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter confirmed the "sharp point exposed" refers to the instrument grip tang being dislodged. No tissue entrapment was confirmed. No injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes the grip tip to appear over extended and reveals the sharp end of the grip tang. The probable root cause is attributed to use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument.

Manufacturer narrative:
The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.